Event description:
It was reported that the patient experienced pocket discomfort. On (B)(6) 2026, the physician capped the right ventricular (rv) lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.